Event description:
It was reported that a vented paclitaxel set "leaked through the filter and the extension". This occurred during priming with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak through the vented hole at the end of the filter. The cause of the condition was determined to be defective raw material received from an external supplier. To address this condition, notification has been sent to the supplier, extra testing was added to the incoming inspection of the material, and the issue was communicated to involved personnel to ensure awareness. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.